Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported this lead was dislodged. This is all of the information provide at this time. No explant date was reported and the device was not returned for analysis. Should additional information become available, this event will be updated.